Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) disconnected and got a system error when he reconnected. The tsr recommended to start over with new supplies or do manuals. The hp was going to skip therapy tonight and continue tomorrow. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the se 2240 alarm. The hp reported that the issue was resolved by ending therapy. The hp did not complete therapy that night. Per hp, there were no loose connections or defects on the supplies. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he was doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The complaint was confirmed therefore the root cause was use error.